Event description:
Invalid result(s). The user reported that their tests produced a t line, but they did not produce a c line. Confirmed that the user performed the test procedure correctly. Purchased from target.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cov5029004 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov5029004 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
Invalid result(s). The user reported that their tests produced a t line, but they did not produce a c line. Confirmed that the user performed the test procedure correctly. Purchased from target.